Event description:
A customer reported he received a reading of 343 mg/dl on his blood glucose meter and thought the meter was reading higher than he actually felt. The customer additionally reported he felt shaky, sweaty and lost consciousness. The paramedics were called and reportedly administered a glucose medication intravenously. The customer also reported he ate food and drank juice to alleviate his symptoms. The customer was not reportedly transported to a hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.